Event description:
It was reported the pt (B)(6) is experiencing intermittent stimulation. No impedance issues have been observed. Efforts to resolve this matter via reprogramming and changing the magnet mode on the pt's programmer have been unsuccessful. Details regarding the next course of action have not been provided to the manufacturer.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.